Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip of suction irrigator instrument broke while it was in the patient, and fragments of the tip fell into the patient's cavity. The surgeon had been rough with the instrument and had been using the tip of the instrument to dissect tissue. It was reported that the fragments were retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found to have a broken distal clevis at the distal end. The distal tip was broken and completely missing from the distal end. The missing piece was not returned with the instrument. The snake wrist and cables were still intact. The complaint was confirmed by failure analysis.